Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter would not turn on. This complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 5.30am, she was unable to obtain a blood glucose reading because her verio2 meter would not power on. The patient stated that she manages her diabetes with fixed insulin doses (humalog; 15 units before meal times and levemir; 55 units before bedtime). The patient stated that she decreased her intake of humalog insulin by 5 units and ate a piece of toast in response to the alleged product issue. She advised the csr that she experienced symptoms of ¿bad headache, sleepy and tired¿ at 3.30pm on the same day. She explained that she attended the doctor¿s office the following day on (B)(6) 2018 at 4.00pm where she retested on the clinic meter and obtained a reading of ¿400 mg/dl¿. She was then treated with humalog insulin (initially 20 units and an additional 15 units at 6.00pm). At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product. It was noted by the csr that the patient was using the correct test strips during testing. Following education/training from the csr, the patient was able to turn the meter on by pressing the power button and with a new test strip, per owner¿s manual. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion, after she took less insulin, when she was unable to test her blood glucose due to the issue power issue.